Manufacturer narrative:
Analysis of the lead found all circuits were open. There were no shorts between circuits. All the conductors were broken 16.9cm from the distal end of the lead. The outer insulation was pinched, consistent with pinching from sutures on a silicone anchor 19.1cm and 19.5cm from the distal end.

Manufacturer narrative:
Concomitant medical products: product ID 3877-45, lot# 0206266274, implanted: 2012-(B)(6), explanted: 2014-(B)(6), product type lead. (B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported than an open circuit was seen after the patient¿s follow-up results. It was visually confirmed that the product was broken. After using a new lead, there was no problem. It was noted that the device was used in the patient. The reporter stated that there was no patient injury and the patient recovered without sequela. It was further reported that the patient had impedance testing on 2014-(B)(6) and there were ¿all open circuits.¿ it was noted that there were x-rays on 2014-(B)(6) and it was not identified with visual inspection. The reporter stated there was reprogramming on 2014-(B)(6) and the patient did not show any reaction although the voltage was fully up. It was noted that no cause of the issue was determined. After changing the lead, the stimulation worked well to the patient. The reporter thought there was a problem related to the lead.

Event description:
Additional information reported "the same patient (had) asked for replacing the lead several times." No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.